Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform 3d rotational angiography (ra). Upon troubleshooting the rse found that fluoroscopy and other imaging was possible but only 3d ra imaging was not possible. The rse confirmed that the issue was due to primary communication problems such as image weighting (iw). To resolve the reported issue the rse rebooted the system. After reboot, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform 3d rotational angiography. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.